Manufacturer narrative:
The reagent lot number is 869782. The expiration date was not provided. The alarm trace showed "anomalous aspiration in pipettor s1" alarms. The field service representative (fsr) found an issue with the sample probe. The fsr replaced and adjusted the sample probe. The investigation determined that the issue found by the fsr was the root cause of the event.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 11.10 mg/l. The repeated result was 190.0 mg/l.